Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer leaked more than 50 ml clear fluid. The leak was found under the aspiration pump and on tabletop. The customer was wearing gloves, a lab coat, and goggles when the leak was found. There was no report of injury or exposure, and no one sought medical attention. Msds was not reviewed, but the facility has an exposure control or risk management plan in place. No erroneous results were generated. The field service engineer (fse) found a leak at tubing at sample access module and a second leak at tubing through fitting 156. The fse replaced the tubing at the sample access module and at fitting 156 to resolve the issue. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).